Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records noting patient underwent a revision surgery due to elevated metal ion levels. During the surgery, trunnionosis was found about the head and stem. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 11-173662- m2a mod hd std-421550, rd118854- m2a cup-431590, 11-112013-r/h impact distal-773050. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05625, 0001825034 - 2019 - 05630. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a left hip arthroplasty. Subsequently, the patient underwent bilateral hip revision 14 years post-op due to elevated metal ion levels. While revising the left side, clear joint fluid was encountered with black trunnionosis. The trunnion was cleaned and dried, and a dual mobility head and liner combination was placed without complication. Attempts have been made and additional information on the reported event is unavailable at this time.